Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced extrusion of the device. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
It was reported that the patient was treated with antibiotics (date and duration not reported). This report is filed february 15, 2016.